Event description:
It was reported that the right ventricular lead dislodged and exhibited loss of capture. The lead was successfully repositioned. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.